Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on (B)(6)2020. Two to four hours had elapsed which is the normal ambulation protocol at this center. The patient had to remain inactive for more time due to the hematoma. There was no greater than normal tamping pressure applied, with the tamping tube, to achieve hemostasis.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device had an incomplete seal. The patient developed a hematoma. The patient was stable. The procedure was completed successfully. Additional information was received on 28may2020: the procedure being performed was a cardiac angioplasty. A 6fr procedural sheath was used. The patient had perfect hemostasis after the deployment. The patient suffered from a hematoma that had appeared several hours after the implant of the device. A pre-deployment angiogram was performed and had the perfect location for the angio-seal following the recommendations. Hemostasis was dealt by the coronary intensive care unit.